Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the reamer head and the tip of a drive shaft minimum reamer/irrigator/aspirator (ria) broke during reaming. All fragments were removed from the patient. Procedure was completed normally. Patient status is unknown. This report is for a drive shaft for use with ria. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device procode:: hrx. Device history records review was completed for part: 314.743, lot: 7432391. Supplier: criterion tool & die, inc, release to warehouse date: feb 12, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The material was reviewed and the hardness value was confirmed to meet the specification with no relevant non-conformance noted. Product investigation was completed. The drive shaft-minimum 520 mm length for use with ria was received with the distal tip broken; fragments were not returned. This is consistent with the reported complaint condition, thus confirming the complaint. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. The applicable dimension, the hexagonal tip width across the flats, was unable to be measured due to post-manufacturing damage. The relevant drawing was reviewed. No design or manufacturing defect or deficiency was observed during the investigation. A definitive root cause for the given complaint condition could not be determined from the provided information. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the reamer head and the tip of a drive shaft minimum reamer/irrigator/aspirator (ria) broke during reaming. All fragments were removed from the patient. It is unknown if there was a surgical delay. Procedure was completed normally. There was no patient consequence. This report is for a drive shaft for use with ria. This is report 1 of 2 for (B)(4).